Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. The service history identified the device had not been in service in the past. The event history log (ehl) review identified a ¿cassette unlatched¿ alarm. Further investigation identified a latch lock flex issue. The latch lock flex was replaced to fix the issue. The device then passed all functional tests.

Event description:
The customer returned the product for latch will not lock, during physical inspection it was found that the downstream occlusion (dso) seal was peeling. There was no patient involvement.